Event description:
It was reported that during use on a patient, the perfusionist was called in by doctor to assess a balloon after extraction. Doctor reported difficulty removing the device as the distal portion of the balloon was kinked. He also reported dried clots/cloud of dark powder inside the inner balloon and was concerned for rupture. It was agreed with staff physician, and also noted blood going all the way from the patient to the cardiosave intra-aortic balloon pump (iabp) console (62453) through the helium supply lumen. It is unclear if blood was able to penetrate the inside of the iabp to wet the circuitry. At the time, the console was turned off and did not try to turn it on to assess its status. It was brought down to biomed and left in the work station of m mode with a message explaining the situation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: reporter poc- dr. (B)(6). The customer reported dried clots/cloud of dark powder inside the inner balloon and was concerned for rupture. I agreed with staff physician, and also noted blood going all the way from the patient to the iabp console through the helium supply lumen. It is unclear if blood was able to penetrate the inside of the iabp to wet the circuitry. At the time, the console was turned off and I did not try to turn it on to assess its status. It was brought down to biomed and left in the work station of m mode with a message explaining the situation. The balloon was a maquet sensation 40cc (lot # 30001021020519). After doing gfe we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it. Unit returned for clinical use is unknown. Patient involvement was there. Device not returned.